Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-05670; 2938836-2019-05569. It was reported that during a routine pre-discharge evaluation after the implant of a new pacemaker, increased rv threshold was observed. An x-ray revealed the slack of the lead was gone. The physician elected to reposition the lead. During the procedure, the lead revision was performed without difficulty, but upon replacing the lead into the pacemaker header, the screwdriver could not be engaged, and the lead was unable to be secured. The pacemaker was replaced. The procedure was completed without incident. The patient was stable. When the patient presented two weeks after implant for evaluation, high capture thresholds were observed on the ra and rv leads. Programming changes were made. The physician elected to perform a lead revision. An x-ray revealed the ra lead had dropped and the rv lead pulled back. The leads were explanted and replaced without complication. There were no patient consequences.